Event description:
It was reported by the patient that the activator for the implantable loop recorder was not working. The batteries were replaced, but the situation was not resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.